Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responsive to all keypad buttons and required excessive force to activate, the up and down arrow key contacts were misaligned, the contrast key contact was inverted, and there was evidence of adhesive/contamination under the button contacts.

Event description:
It was reported that the pump is intermittently responding to the down arrow button. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.